Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The break in aseptic technique was further specified as the patient got confused during setup and contaminated the line. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis. The patient was treated with fortaz (1gram, daily, route was not reported) for the event. At the time of this report, the patient was recovered from the peritonitis. The patient was retrained on proper aseptic technique and pd therapy was reported to be ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.